Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the flow sensor assembly was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the proximal port pressure readings. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not displaying the proximal port pressure readings. During troubleshooting, the rse informed the customer of the latest version of the service manual (version t.). The biomed was advised to complete the pneumatics performance verification to confirm the flow sensors and pressure transducers were reading accurately. The rse recommended replacing the flow sensor assembly to resolve the issue; the part number for a replacement was also provided to the customer. Investigation is ongoing